Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the lot history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Symptoms/ae: hypotension. Time of symptoms/ae: during and after the procedure. It was reported that during a left internal carotid artery stenting procedure, after post-dilatation with an unknown balloon, the patient experienced hypotension and worsening weakness of the right arm which improved with normal blood pressure. Post procedure, the patient was transferred to ICU with a levophed and dopamine drip, neurology at bedside. A CT scan was performed and revealed an old cva and no acute changes. An ECG was performed and was consistent with the patient having a prior stroke in the left hemisphere. Per neurology notes, patient experienced a possible tia, which resolved. The patient also experienced bradycardia day of procedure, it is unknown if it was before, during or after the procedure. An EKG done later that day revealed that the bradycardia had resolved. The following day, the patient's condition was at baseline and the cardiologist note read that the patient's blood pressure was better and there were orders that the dopamine and levophed should be tapered off. The patient was discharged 6 days post procedure to a previous rehabilitation facility or skilled nursing home. Although requested, there is no additional information available.